Event description:
It was reported that the patient felt a lack of energy due to their right ventricular (rv) lead having no capture at a maximum output and a possible dislodgement. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).